Event description:
In this event it is reported that a start-x tip ems insert 3 tip broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
Additional information received: no patient injury occurred. This is a follow up report for this additional information. Investigation summary: involved start-x tip ems insert 3 that didn't give satisfaction was not returned, and thread portion cannot be tested and analyzed (provided pictures are not exploitable). Nothing unusual to report was found during DHR review (batch #1782344). Root causes are not identified. We will track this kind of event and monitor the trend. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code: 4580. Health effect - impact code: 4648. The correct codes for this complaint are: health effect - clinical code: 4582. Health effect - impact code: 2199. This is a follow up report to correct this code.